Manufacturer narrative:
It was reported that the patient was undergoing a tonsillectomy procedure and while the clinician was using the bovie device the patient sustained a burn to the left corner of their mouth/cheek. According to the facility the bovie tip did not sit all the way down and was loose in the hand piece during use which resulted in the bovie tip sliding out and burning/charring the hand piece and the patient. The physician was able to continue the procedure with a different device. The burn was described as red, raw, charred and swollen. No medical intervention was reported. No additional information is available. The sample has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was undergoing a tonsillectomy procedure and while the clinician was using the bovie device the patient sustained a burn to the left corner of their mouth/cheek.